Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The reported issue was due to a potentially bad solder joint on the u15 component of the mx-7 technology board as the device is able to obtain measurements when downward mechanical pressure was applied to the u15 component. However, when the pressure is removed, a "sensor off" error message, audible alarm, and visual alarm were triggered when the measurements were interrupted. Additionally, the board issue resulted in the mmxbi board failure error messages found in the log files.

Event description:
The customer reported the rad-97 "read[s] poorly" as the device "will stop picking up and lose signal." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-97 "read[s] poorly" as the device "will stop picking up and lose signal." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact .